Event description:
Customer reported pt had rec'd pca fentanyl for over 48 hours with several dosing changes. Per nursing medication record, 25 ml pca syringe should have been empty or nearly empty, but was found to have over 18 ml left. Concentration was 50 mcg/ml. Dosing at time of event was pca dose 10 mcg; lockout 12 minutes; continuous rate 50 mcg/hr. Pt's pain was poorly controlled but no other adverse effect was reported. No additional info was available.

Manufacturer narrative:
(B)(4). Event logs have been rec'd. Investigation is not complete. A follow up report will be submitted with the investigation findings.